Event description:
It was reported that the 2800 system had an error message during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.